Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that at the end of the laparoscopic sleeve gasterctomy procedure, there was a burn on the stomach. This was noticed after the use of device was done. The surgeon noticed the burn after the procedure was completed and placed a suture on the burn area, to support any weak tissue. The device was discarded.

Manufacturer narrative:
(B)(4). Received information from surgeon: surgeon said that the burn was not significant enough for him to include in his patient post-op notes and the patient had no signs of abnormal complications after this surgery and he seemed to consider my reporting of this burn event as over the top and unnecessary. Based on new information received, this event is not reportable.